Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the circumflex (cx) artery. The physician was attempting to place the 2.5x12mm taxus express2 drug eluting stent, but it was unable to cross the lesion. When the stent catheter was removed they noticed the stent struts were flared. The procedure was successfully completed with another 2.50x12 taxus stent. No patient complications were reported. Patient status reported as "ok".